Event description:
The customer returned the Bronchovideoscope to the service center for an unspecified , abnormal image issue. During the device analysis, the service repair technician indicated that an image noise was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Evaluation revealed image noise, disappearance at angulation, the U Plug unit noted to have a knock mark.Based on investigation, a definitive root cause could not be identifiedReasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/Humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects.Olympus will continue to monitor field performance for this device.